Manufacturer narrative:
Concomitant products: product ID 977a275, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was implanted on (B)(6) 2013. It was noted that the device was not working; the patient was still having pain. The device was not helping with the pain in the patient¿s back. It was further noted that the pain and the device not working had been going on for the past 4 weeks prior to this report. Additional information was requested but had not been received as of the date of this report.